Manufacturer narrative:
Qn#(B)(4). The customer return one guide wire that the customer stated was from arterial set ra-04020. No lidstock was returned and no lot number was reported. Only the wire was returned not the rest of the device. Visual examination revealed a slight bend in the middle of the guide wire body. Both welds were present and were observed to be full and spherical. The rest of the device could not be visually examined as it was not returned. The slight bend in the guide wire was located 150mm from the distal tip. The overall length of the guide wire measured 254mm which is not within the specification of 135-139 mm per guide wire product drawing. This probably means the guide wire returned was not from the reported kit ra-04020. The outer diameter (od) of the guide wire measured 0.435 mm which is within the specification of 0.432-0.457 mm per guide wire product drawing. A manual tug test confirmed that the distal weld was intact. The instructions-for-use (IFU) typically provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It cautions the user "if resistance is encountered while advancing spring-wire guide do not force feed. Do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire had a slight bend in one location 150mm from the distal tip. However, the returned guide wire did not match the guide wire that is provided in the reported kit. The root cause of this complaint is undetermined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
"The wire is kinked when trying to reinsert to confirm placement."

Manufacturer narrative:
(B)(4).

Event description:
"The wire is kinked when trying to reinsert to confirm placement."